Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: " pump problem no patient harm or any active infusion stopped. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (air compressor). The device was attached to a charging bracket and powered on, lcd screen failed to display any image. The device was opened for internal inspection. Damage was found on the retaining plate near the lever arm. The screw mounts on the lcd screen are damaged and the board is loose. The lcd backlight connector on the main pcba is damaged. Both bag hooks are missing. The fva pins were dragging during operation. The fva pins and channels were cleaned using alcohol. The fva lip seals will be replaced during repair. The pneumatic assembly was tested and failed during the recharge test, indicating an air compressor failure. The pneumatic tank was inspected for damage and no problems were found.